Event description:
The lead was taken out of service in 2003 for oversensing and decreased impedance. The lead was later explanted, returned to the manufacturer and subsequently tested out of specifications during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we received performance data collected from the device and have analyzed the data. The ring-coil impedance was starting to trend downwards. Oversensing: sensing integrity counter (sic) of 11,349 and over 500 nonsustained tachy (nst) episodes. A proximal segment of the lead was returned and analysis found that the outer insulation was breached with environmental stress cracking. The outer insulation has cosmetic environmental stress cracking and a cosmetic depression.